Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she requests assistance with programming the pump. Customer's blood glucose was unknown mg/dl. The customer was assisted with programming the bolus wizard, fixed prime, meter ID, alert type and max basal. The customer was assisted with other features. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated while she was sleeping and the tubing came unplugged and her blood glucose was high. The customer was advised to follow up with health care provider if current settings need to be changed.